Manufacturer narrative:
(B)(6).

Event description:
It was reported that a dissection occurred. The 90% stenosed, 3.0mm, target lesion was located in the mid left anterior descending artery (lad). A 20 x 2.75 synergy drug eluting stent was deployed at 12 atmospheres. After post dilation with 3.0 x 8mm non complaint balloons, a proximal dissection was observed. Another stent was deployed to cover the dissection. The patient fully recovered.